Manufacturer narrative:
Correction to: a1, a2 (age), b5, b6, d1, d2 (common device name), e1, e2, e3, g3, h1, h4, h6 (patient code. Additional information: b7, d4 (UDI number), d10, e4, g5 (PMA/510k), h3, h6 (device code, method, results and conclusion codes). The mobi-c implant was found to be visually and functionally acceptable. The complaint is unconfirmed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control.

Event description:
It was reported that during the procedure, two mobi-c implants disassembled before being implanted. An alternate was used to complete the case. There was no reported patient harm. This is event one of two for this event.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information and product return are pending. Investigation is still in progress. Conclusion is not yet available. Product not already returned.

Event description:
Mobi-c p&f us : disc loosened. During a mobi-c surgery, it was reported a disassembly of device before insertion into patient. No patient impact, or surgery delay . The only information provided is that disc loosened two times. Waiting on product return and additional information.